Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that when inserting the sensor, they went to snap the transmitter in place and realized that the transmitter latch had been missing when she removed the device from the sealed package. She tried to manually press the transmitter in place but was unable to get it in. During that time, the sensor wire detached and remained stuck in her. She used a magnifying glass and had her husband double check, and neither could see any part of the wire on the applicator. She went to the emergency room (ER) and had a CT (computed tomography) scan done which did not confirm the wire in her skin. Her physician referred her to a surgeon who told her he did not think there was a risk of the wire migrating if retained, and that he preferred to leave the wire in place unless she showed signs of infection. At the time of the report she had no indication of infection or other complications and the patient was doing okay. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.